Event description:
Caller indicated the relion confirm meter was reading high. Wife checked her husband's sugar around 8 pm on (B)(6) with the confirm meter and it was 337, so she gave him 10 n and 5 r of novolin insulin, which is what she is instructed to do if his readings are that high. 4-6 hours later he was lethargic, sweating and acting up. She checked his sugar again and it had dropped to 41. She gave him sugar, candy, apple jelly and orange juice to bring sugar up. She then called the fire department and his sugar was good by the time they arrived. His sugar was around 74 because of the sweets he ate so they said he was ok and left. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.